Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: scarring. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor gel implants experienced several unexplained systemic symptoms post procedure. Breast pain and lymph node pain in both arm pits began roughly three years ago. The pain was described as shooting form the chest wall to the breast. Additionally, itching and shortness of breath were noted. She consulted with a physician who suspected her implants may have ruptured. In 2004 she had revision surgery and lift due to scarring. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-06910 for contralateral prosthesis report.